Event description:
The target lesion was the distal left circumflex. The vessel was an in-stent restenosis of a previously implanted bare metal stent (product unknown). Restenosis was at the proximal end of the lesion. The lesion was not calcified but slightly tortuous. There was 90% stenosis. A cypher (2.5 x 23mm) (lot number i0406015) was delivered to the lesion and was being implanted by direct stenting. The stent delivery system (sds) became stuck before implanted by direct stenting. The stent delivery system (sds) became stuck before it reached the bare metal stent. Therefore, the physician tried to push the guide catheter (athlete) for extra back up of the sds. He tried to retrieve the sds into the gc once, but felt resistance and the stent dislodged easily between the bms and the tip of the gc. The stent was retrieved with a snare. There was no patient injury.

Manufacturer narrative:
This device cjs 23250 (lot i0406015) is distributed outside the united states, however, it is similar to the united states product cxs 23250. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.